Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
Follow-up # 1 date of submission 02/11/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/28/2014 with the following findings:the keypad was found to be fully intact; there was no damage observed. The complaint of the ok button requiring multiple button presses to respond was not able to be duplicated during testing. Evaluation revealed that the contrast button was intermittently unresponsive, which has no effect on insulin delivery function. The contrast button required multiple button presses with increased force to engage. All other keypad buttons responded appropriately. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the display was dim/faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation was not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.